Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. The following sections were corrected: h5; h6 component code. Visual examination of the returned product identified the rear rod component is fractured into two pieces at the edge of the thru hole. The trigger set screw that holds the rear rod in place is still present and welded into the trigger. The trigger has nicks on both sides. There are scratches and indentations present along the handle body. Scratches are present on the broach connection end. The strike plate has indentation marks present. No other damage was noted during visual evaluation. Device has an approximate field age of 6 years. Measurements are within limits. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the broach handle broke while broaching the femur. Another handle was available to complete the procedure. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.